Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the sewing ring had two pledgets attached to the sewing ring adjacent to the non-coronary cusp and left cusp. The valve showed signs of cauterization along the inflow sewing ring along with tearing of the sewing ring. The right cusp and non-coronary cusp appeared to be in the closed position, while the left cusp appeared retracted with the cusp touching the left outflow rail. The right cusp was prolapsed, possibly due to the dehiscence of the right/left and right/non-coronary commissures. All leaflets were flexible and intact except where the leaflets approach the dehisced right/left and right/non-coronary commissures. The left/right and right/non-coronary commissures were dehisced, possibly due to separation of the layers of aortic wall behind the commissure. The sutures holding the aortic wall to the stent post appeared intact. The left/non-coronary commissure appeared intact. On the inflow, off-white pannus lined the sewing ring extending to the margin of attachment and inferior coaptive areas of all leaflets. On the outflow, thin layers of pannus were noted on the back of all stent posts. Radiography revealed calcification on all commissural areas. Conclusions: the pannus and calcification found on the returned valve are known, inherent risks of bioprosthetic valve replacement and can be a patient-related condition. Expiration date,: device evaluated? Updated h4: device mfg date added coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information to correct that the mitral regurgitation was a result of structural valve deterioration. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress. A supplemental report will be filed upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 11 months post implant of this 29mm bioprosthetic mitral valve, it was explanted and replaced with a non-medtronic bioprosthetic valve. The reason for the replacement was reported as mitral regurgitation due to "cerebral small vessel disease". No additional adverse patient effects were reported.